Event description:
It was reported patient was revised on left knee due to infected joint.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tibial insert. The following other devices were also listed in this report: unknown femoral components. Unknown universal tibial baseplate. Unknown fluted stem; qty 2. Unknown distal femoral augment; qty 2. Unknown femoral posterior augment; qty 2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.